Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/28/2010, 08/09/2010, 08/20/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "attempted to reposition" (malposition of device (iol (intraocular lens) implant). A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. Lris were done during the same procedure. Approximately two weeks after the surgery, he attempted to reposition the lens but was unsuccessful due to the capsule being fibrosed with zonular dehiscence. The intended orientation of the lens was 96 degrees and the lens is currently at 86 degrees. In a follow-up, the surgeon does not feel the issue is with the lens, rather the position of the lens. Additional information has been requested.